Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury appears to be user technique. The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage it was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip (30106r1067) was inserted, and grasping was performed. Mr was successfully reduced, but the physician decided to reposition the clip. After the clip was opened, a chordal rupture on the posterior leaflet was observed. The chordal rupture resulted in a flail. The clip was repositioned and deployed. To reduce mr and treat the flail, another xtw was inserted and successfully deployed, reducing mr to a grade of 2. It was noted the physician was advised to finish the procedure with those two clips. However, the physician decided to insert and xt clip (20906r1006). Grasping was performed, but after closing the clip, the anterior leaflet ruptured. This resulted in mr returning to a grade of 4. The clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure.